Manufacturer narrative:
The complaint source confirmed that the device had been disposed. Because the device was not returned, a root cause analysis could not be completed. The cause of the difficulties stated in the complaint could not be determined. The device history records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.

Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The balloon was being used to pre-dilate a 99% stenosed, heavily calcified lesion located in the left anterior descending (lad) artery. On the first inflation, the balloon ruptured at 18 atms. The procedure was successfully completed with another quantum maverick balloon and a stent. Pt status listed as "good".